Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, an intraocular lens was not used due to the patient needing a vitrectomy and a 3-piece lens was used instead. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The file states that there was no issue with the product: "lens that wasn't used due to the patient needing a vitrectomy, and a 3 piece lens was used instead". The reporter stated that the product did not cause/contribute to the event. The root cause for the reported complaint appears to be a coincidental event unrelated to the product as user facility reported that the product did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).